Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the stapler revealed the thumb pusher was disengaged. The firing stroke was not completed. The visual inspection of the cartridge noted that the single use loading unit was fully applied. The knife blade was exposed in the center of the sulu. Functionally, the instrument and loading unit was conducted by reattaching the firing knob. The firing stroke was completed and the knife blade engaged properly with the interlock mechanism. The sulu (single use loading unit) unloaded and loaded repeatedly without difficulty. The sulu and the instrument were applied to test media with acceptable results; the knife cut completely and cleanly. The firing knob could be advanced and retracted without any hang-ups. It was reported that the knife blade was difficult to retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. It may also occur when the firing cycle was not completed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in its pre fired position the firing knob should rotate to either side of the instrument. Do not rotate the firing knob during firing. Rotating the knob during the firing may cause damage and possible instrument malfunction. Failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, it was impossible to retract the knife blade after firing the stapler. The issue was resolved by replacing the device with a new stapler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.